Event description:
It was reported that the pt's itrel 3 was shutting down with no visible reason. The clinic decided to change the extension, but the device kept on shutting down. It was reported that there was no pt injury, and the problem was still occurring.

Event description:
Additional information received reported that at a visit in (B)(6) 2011, impedances for pairs 0<(>&<)>1, 0<(>&<)>2, 0<(>&<)>3 and 1<(>&<)>3 could not be found. Despite this, the patient's system functioned well until (B)(6) 2011 when the patient lost paresthesia. On (B)(6) 2011 all impedances were above 4,000 ohms, except for pairs 0<(>&<)>2, 2<(>&<)>c and 0<(>&<)>3, which were ok. Pair 0<(>&<)>2 could not be found. On (B)(6) 2011 a new extension was implanted and most impedance values were ok, but impedances for pairs 0<(>&<)>2, 0<(>&<)>3, 1<(>&<)>2 and 1 <(>&<)>3 could not be found. Therapy impedance was 656 ohms, and the patient was able to get the best paresthesia at c+ and 3-. Several days later, the implantable pulse generator (ipg) began to shut off. On (B)(6) 2011, the control magnet was turned off and no paresthesia could be established. All impedances were over 4,000 ohms on pairs 1 <(>&<)>c, 2<(>&<)>c, 0<(>&<)>1, 0<(>&<)>2, 1<(>&<)>2, 1<(>&<)>3 and 2<(>&<)>3. On (B)(6) 2011, the stimulator stopped working and all impedances were over 4,000 ohms. The patient was in a lot of pain due to the lack of paresthesia. The decision was made to explant and replace the ipg. No intraoperative measurements were taken, and it was reported that the replacement did not resolve the patient's issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Extension: model unknown, serial# unknown, implanted: unknown, explanted: (B)(6) 2011.